Manufacturer narrative:
(B)(4).investigation completed and meter evaluated with no defect found. Returned test strips unable to be evaluate because are mixed strips on the vial.most likely underlying root cause of malfunction: user had a poor technique.manufacturer did a follow up call to find out customers condition and wife confirmed customer is well at this time. Results still lower than expected (21mg/dl), shaky, but medical attention was not required.

Event description:
Customer's wife complains of e-3 error message and low results. Customer's wife states that she found husband unconscious at 7:30am in the morning with a glucose level of 30mg/dl and called paramedics for medical attention. The customer's expected blood results are 145-200mg/dl fasting. Verified test strips expire 11/13/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2016. Customer performed a back to back blood test 342mg/dl and 347mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: customer is concerned with results of 30 and 45mg/dl. During the troubleshooting meter customer received a result of 342 mg /dl fasting. Checked his blood glucose levels using his truebalance meter and received 30 mg/dl and call the paramedics. Another blood test was performed using his true balance meter with results of 45 mg/dl before the paramedics left customer's home. Customer's wife does not remember what the customer's blood glucose levels were when the paramedics arrived, but states that before they left mr. (B)(6) blood glucose levels were 100 mg/dl using their meter. Ms. (B)(6) states that customer is not having any symptoms at this time. Customer is insulin dependent.